Event description:
A customer reported a malfunction on a pump, described as a software error. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred.